Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pain over the ins since she lost weight there was just tissue over the ins. The patient described it as a sharp shocking pain around the ins. She saw her healthcare provider (hcp) about the pain who gave her some patches to put over the ins and it was helping. Additional information was received from the consumer on december 2, 2016. It was reported that the patient had a lot of pain around where the stimulator was. The device was popping out a little, and they could put their finger completely under it. The patient had lost a lot of weight reportedly because they didn¿t have the appetite because they were in so much pain. It was bothering the patient a lot and they couldn¿t do anything. The patient saw their physician 2 weeks ago and reportedly was redirected to the manufacturer. A fall was reported that could have been related to the issue. The patient had never fallen on their back but had fallen on their knees. The patient was on a "5" for stimulation where it was most comfortable. They had tried turning it up to 10 but that was too high. The patient's issues reportedly started about 6 months prior. The patient had pain patches but had run out, and were on oxycodone. The patient was to follow up with their hcp. Additional information received from a healthcare professional reported that the patient was given lidocaine patches which improved the pain at the stimulator site. On february 23, 2017 additional information was received from the consumer reporting for the past three months they had a burning sensation around the implant area and it was getting worse, and for the past two months they had pain up and down around the implant area. The consumer tried using patches for the pain, but it wasn¿t working. The consumer also met with the manufacturer¿s representative (rep) three to four weeks ago who gave them another patient programmer (pp) they were able to use to adjust stimulation, but it wasn¿t helping.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-04-19 reporting that stimulation was still bothering the patient. The patient was experiencing a lot of pain which was running on the site of their stomach and was getting worse. The pain was around the stimulator and the patient could not lie down because it burns. Their ribs were hurting a little bit. It was reported that the patient would turn of stimulation and they were okay for a couple of weeks but then the patient would come on. ¿all of a sudden it started burning bad.¿ it was noted that the device was implanted to help with their back and legs. The pain on the one side of their stomach was a new pain but the event date could not be remembered by the consumer. The patient was redirected to their health care professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on 2017-04-07 that 3-4 weeks ago the burning and pain at the ins site by the patient¿s waist really started. It was so painful the patient needed to go to the emergency room (ER) where the patient had an IV. It was reported that the patient had talked with a manufacturer representative in (B)(6) 2017 about the burning and pain at the ins site. The manufacturer representative suggested that the patient try turning stimulation off but the patient could not keep it off because the pain returned and the patient could not tolerate the pain. It was noted that the patient had lost so much weight that their ins protrudes. It was reported that the patient had fallen in their garage and fractured their knee. The other day the patient was at 1.50v which felt good when the patient was lying down or when they were walking around with it for a few hours. However, it was reported that it then started to bother the patient. It was reported that the patient worried about falling because the therapy made them shake. It was noted that the patient had been prescribed oxycodone for their legs and was not able to drive due to the pain. No further complications were reported.